Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered inappropriate anti-tachycardia pacing (atp) and a shock for suspected supraventricular tachycardia (svt). Technical services (ts) discussed potential programming options and discussed finding out what the patient was doing at the time of the stored episode. No further assistance was requested. Programming changes were made and monitoring will be continued. No adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.